Event description:
During a laparoscopic hysterectomy procedure, the laparoscopic electrode polytetrafluoroethylene (ptfe) coated l-hook was being used and began to spark while inside the patient. The use of instrument was stopped, removed immediately, and taken off the surgical field. The electrosurgical settings were 40/40. Materials management was notified and came to operating room promptly to gather information from surgeon.